Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient could not charge to 100% since having the implant placed on (B)(6) 2016. The patient was concerned about charging too often. The rep checked the recharge statistics with a clinician programmer and determined: average duration: 0.7 hours average interval: 10.2 days average coupling: 6 coupling boxes dates: 8-9: 0.8 hours 75% 7-29: 0.8 hours 75% 7-19: 0.7 hours 75% 7-18: 0.7 hours 75% 7-18 0.2 hours 50% 6-23 0.1 hours 100% the patient's settings at the time of the interrogation were: 450 microseconds, 40 hz, 0.9 v, 676 ohms, 24/7, ~50 day charge interval technical services explained to the rep that based on these settings and the interval estimate, it is highly unlikely there was any issue with the system at all and the patient seemed to be charging at a normal interval given her settings. Technical services reviewed that patients do not have to charge to 100% every time and the charge sufficient screen should be where they seek to charge to. Additional information was received from the patient on 2018-jan-22. The patient stated that they are having an issue with their implant since (B)(6) 2017. Their doctor wants to replace it because it is malfunctioning. The patient did not elaborate on the issue but then reported that they have to charge too often since the beginning. The patient¿s rep told them that their implant should take an hour two to fully charge from 0 to 100% but the patient always has 8 bars but it takes them 6-8 hours to get fully charged. The patient stated that their rep was made aware numerous times of having to charge too often from the beginning. The patient has been recently reprogrammed with increased parameters. It was reviewed how programmed parameters affects the recharging interval. The patient stated that after about 5 hours or sooner while charging the recharger will turn off because it will get too hot and show the ¿recharger too hot¿ message comes up 9 out of 10 times they charge. It is showing the thermometer screen. The screen does not come up immediately but after about 4 hours. Patient services suggested taking breaks and reviewed that the screen is a safety feature. The patient stated that they followed up with their doctor who told the patient that how much they have to charge is insanity. The patient was told if they used the stimulator at the setting they really needed it, the implant would deplete every day and would need to be charged for 8 hours a day. The patient stated that the device is non-feasible for them due to charging. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.